Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014 (17:50): ck-mb=7 ng/ml, normal upper limit 5; on (B)(6) 2014 (05:50): ck=233 u/l, normal upper limit 308; on (B)(6) 2014 (05:55): ck=233 u/l, normal upper limit 308; on (B)(6) 2014 (05:50): ck-mb=38 ng/ml, normal upper limit 5; on (B)(6) 2014 (05:55): ck-mb=38 ng/ml, normal upper limit 5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of dissection, as listed in the trek rapid exchange (rx) coronary dilatation catheter instructions for use is a known patient effect. Although conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2014, during pre-dilatation, a coronary dissection was noted. There was no treatment provided and the dissection resolved without sequela that same day. Following, a 3.5x23mm xience xpedition was successfully implanted in the mid right coronary artery (rca). Post procedure, the creatinine kinase-myocardial band (ck-mb) was greater than 5 times the upper limit of normal at 38 ng/ml and the patient experienced non-serious chest pain, classified as stable angina. Per study physician, the elevated ck-mb was not serious. A diagnostic electrocardiogram (EKG) was performed, with negative results, and there was no treatment reported. The chest pain resolved without sequela and the patient was discharged home on (B)(6) 2014. On (B)(6) 2014, the patient presented with left sided chest pain, classified as stable angina. There was no hospitalization, no treatment, and no intervention. There was no additional information provided.